Event description:
New information received: lead noise appeared to be due to external electromagnetic induction. Isometric testing was recommended to determine if noise reversion was occurring. Patient was asymptomatic. No further information available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high frequency, low amplitude lead noise was observed on the ventricular lead. Patient was asymptomatic. Noise was observed from about a month. Programming changes were recommended. No further information available.